Event description:
It was reported that the lead was poking through the patient's skin and the wires were exposed. It was also noted that the implantable pulse generator (ipg) had turned sideways in the pocket. The physician opted to remove the spinal cord stimulator (scs) system due to risk of infection. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7075101. UDI: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 218021. UDI: (B)(4).